Event description:
It was reported the patient accidentally stuck the metal end of a fishing pole into an open electrical outlet which resulted in a shocking/jolting sensation in their hands and toes and they lost their balance. Since the event, the patient does not feel the stimulator is working the same way. They have always had spasms but noted that since the event it has been ¿jumping more¿ and they are having more spasms in their legs and feet. The patient shut their device off since it was not feeling right and was more aggravating than helping. Lastly, they noted that their legs were aching really badly and their neuropathy was bad. On (B)(6) 2015, the patient received assistance from their manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).